Event description:
Boston scientific (formerly guidant) received info via a review of the literature, a study performed that discussed long term results of treatment of post-implantation aneurysm growth by laparoscopic sac fenestration. In this study, one pt was identified that was implanted with an ancure endograft device 6.3 years prior. It was noted that a type ii endoleak was observed with no aneurysm growth reported. The pt's disease and progressed and led to dilatation of a common iliac artery. The leak was treated with an iliac extension. No adverse pt effects were reported as a result of the add'l procedure.

Manufacturer narrative:
Attempts to obtain add'l info and clarification regarding the clinical observations mentioned and involvement of the ancure product from the article author(s) were unsuccessful. The findings of the study were summarized in the article: m.t. Voute, f.m. Bastos goncalves, j.m. Hendriks, r. Metz, m.r.h.m. Van sambeek, b.e. Muhs, h.j.m. Verhagen. "Treatment of post-implantation aneurysm growth by laparoscopic sac fenestration: long-term results" european journal of vascular and endovascular surgery; 2012: 44; 40-44.